Event description:
(B)(4). Abdominal bloating, I look like im pregnant. Severe lower back and abdominal pain. Menstrual heavy with big blood clots. Always tire, no energy, very forgetful lately. Hair loss, severe acne.